Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The devices were not returned for evaluation as they remain implanted in the patients. A review of the lot history records could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other device events mentioned are filed under separate MFR report numbers.

Event description:
This is filed to report patient deaths. It was reported in a research article that xience v stents may be related to death, myocardial infarction, stent thrombosis, re-vascularization of stented lesion and re-hospitalization. Specific patient information is documented as unknown. Details are listed in the article, titled "comparative effectiveness of different contemporary drug-eluting stents in routine clinical practice: a multigroup propensity score analysis using data from the stent-specific, multicenter, prospective registries". Please see article for additional information.